Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his blood glucose lowered to 28 mg/dl. Customer ate 120 carbohydrates; blood glucose was 276 mg/dl, treated with the device 20 units of insulin. Customer went on the bicycle and blood glucose dropped to 74 mg/dl. Drank orange juice and some how blood glucose dropped to 28 mg/dl. Customer was not sure what happened. Customer was advised that combination of exercise might have cause the blood glucose to lower. Customer inquired how to suspend the device, informed. No further information reported.